Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced blood splatter or sample leakage at connection site. This event occurred two times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the needle was leaking where it attaches to the device.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced blood splatter or sample leakage at connection site. This event occurred two times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the needle was leaking where it attaches to the device.

Manufacturer narrative:
H.6. Investigation summary: "material #: 368607. Lot/batch #: 1316035. Bd received 768 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage with the incident lot was not observed. Additionally, 10 of the customer samples were chosen at random and evaluated by functional testing, each used to draw 10 tubes with water, and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.